Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced repeated restart alarms on the ilet following a supply change, with the user noting they connected the connector to the cartridge before inserting the cartridge into the housing; troubleshooting and education were provided, and the event aligned with an alert for a stalled motor and consecutive motor stalls, with no lot number captured. Symptoms included hyperglycemia with a reported peak blood glucose of 227 mg/dl lasting about 1.5 hours, without ketone testing, backup therapy, or medical intervention. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a mechanical problem associated with the device consistent with a stalled motor condition. It was concluded, based on previously established findings for similar reports, that the cause was a manufacturing deficiency. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.